Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. The hub, hypotube and collar were returned for evaluation. The distal shaft of the device was not returned. The hypotube and collar were microscopically inspected and observed a complete separation at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-oct-2016. It was reported that the catheter could not cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, it was noted that the catheter could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the shaft was broken.